Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient saw manufacturing representative (rep) yesterday ((B)(6) 2018) and the rep reset the stimulator because it was not working for the patient's right leg since several weeks ago (2018). Patient reported stimulation did not feel good today (B)(6)2018. Patient is reporting more pain in butt on the right side. Patient said stimulation is not going to the right side where she needs it since (B)(6) 2018. Patient reported her knee was bothering her on the right side since several weeks. Patient reported still has b and c program but has tried both. Patient said left foot is not working as well since (B)(6) 2018. Patient does not like tingling sensation since (B)(6) 2018 and patient cannot increase stimulation above 2.6 program. Patient saw rep yesterday and tried all programs that she has. Patient programmer shows stim on and they are able to change amplitude, group and programs. Patient does not have adaptive stimulation. Patient was told to increase or decrease amplitude if medically appropriate the issue was not resolved. Patient is seeing the health care professional (hcp) on tuesday for MRI ((B)(6) 2018) does not know if it is related to device. Patient health care professional (hcp) ordered MRI. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep).rep clarified what patient meant by stimulator was not working for their right leg indicating that patient had new onset pain to leg. Rep also clarified that "left foot not working" statement was a patient issue. The cause of the stimulator not working, stimulation issues was due to new area of pain. Patient was reprogrammed and the stimulation not working, stimulation issues, pain and discomfort was resolved. The information was confirmed by the physician/ account. No patient symptoms or complications were reported in this event.